Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they fell the other day and landed on their right side. Now they felt like their stimulator was laying on a nerve and it was causing them pain down their leg and up their back and arm on the same side as the stimulator. The patient said they went to the emergency room yesterday because it was hurting so bad. They did x-rays and the doctor had them turn therapy off for about 30 minutes to see if the pain would go away but it did not. The patient said the x-rays did not show if it was laying on a nerve. Reviewed the option to turn therapy off/ down or change programs for a longer period of time such as several hours, to see if there was a difference in the pain. During the call patient was successful to synch with their implant, change programs but confirmed the pain did not go away. Reviewed the recommendations about turning therapy off/down. Redirect to doctor if issue persists. The patient said their doctor retired and someone new will help but that doctor is booked out until july. Offered and sent listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.